Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been conducted at mako surgical. A mako field service engineer performed routine inspection and verification of the device and cleared it for clinical use.

Manufacturer narrative:
Reported event: an event regarding a 502 error involving 2.1 rio robotic arm int. Orth. System, catalog: 204000 was reported. Method & results: device history review: a review of the DHR associated with rio 199 found quality inspection procedures successfully passed. Complaint history: based on the device identification (pn 204000) the complaint databases were reviewed from 2011 to present for similar reported events regarding 502 error. There were only 7 other reported events (B)(4). Complaints related to this part number will be tracked through quarterly trend #761. Conclusion: per (B)(4), the service techician serviced system. No other 502 errors were reported for rio 199 after the reported incident. Could not duplicate problem. System fully functional. Logs show numerous camera connection errors. Cleaned fiber optics and passed db light loss test. Mss also reported receiving several bug errors during surgery. Reloaded software as a preventive measure. Observed numerous cutter errors in logs. Instructed mss to replace burr motor used on day of error. Successfully completed a sawbone test. System successfully passed all validation testing. Verified system is operating within mako tolerances and mss specifications. Attached all supporting documentation. System is ready for clinical use.

Event description:
A surgeon was performing a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio) and restoris multicompartmental knee (mck) implants. During the case, the rio was displaying error messages. The makoplasty specialist conducted troubleshooting activities and was able to complete the case successfully. There was a case delay of approximately 1 hour due to the troubleshooting.

Event description:
A surgeon was performing a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio) and restoris multicompartmental knee (mck) implants. During the case, the rio was displaying error messages. The makoplasty specialist conducted troubleshooting activities and was able to complete the case successfully. There was a case delay of approximately 1 hour due to the troubleshooting.